Event description:
It was reported via repair work order that the head lift was not raising/lowering due to faulty potentiometer. It was further reported that the foot end did not completely lower due to potentiometer and sensor coil cord malfunctions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.